Event description:
PICC line inserted for antibiotic therapy in 2002. Two weeks later; implantable cardioverter defibrillator inserted via right cephalic, sutured over PICC line. The next day; unable to remove PICC line entrapment with cephalic vein with ICD lead. Same day; to ep lab for PICC line removal-only half retreived. The next day; to or for removal of retained part via right subclavian axilla vein.